Manufacturer narrative:
Concomitant medical products: product ID: 9735225, serial/lot #: unknown. A representative went to the site to preform system check out. It was noted that the computer of navigation system could not boot up. The machine was sent to the shanghai office for repair, and then sent back to the hospital to run normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the system will not boot up. There was no patient present.